Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, the customer experienced elevated blood glucose (bg) displayed as "high" on the continuous glucose monitor (cgm). A correction bolus was delivered to address bg. The customer declined to provide additional information regarding the issue. The customer continued to use the pump for insulin therapy.